Manufacturer narrative:
No motor error alarm or no excessive "no delivery" alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
Customer reported via phone call to have received a motor error alarm after a bolus delivery. Customer's blood glucose was 406 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer did not report a motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.